Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed on cardiac arrest. We have been unable to obtain a clear response. It is assumed that the device could not analyze the rhythm. There was no reported negative patient impact.